Event description:
Blood went everywhere when I went to press button on the new butterfly needle vanishpoint and got all over my gloves. Manufacturer response for vanishpoint butterfly, vanishpoint (per site reporter). MFR sent clinical rep along with territory manager, will be sending trainers next week.